Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implanted device was "bothering" them a little and felt "pain at the bottom of [their] heart". It was also noted that there was a "different rhythm in it". Follow up with the health care provider indicated that the patient presented to the emergency room and interrogation of the device showed t-wave oversensing (twos) on the rv lead. No programming changes were made and the patient was to continue to be monitored. The patient was noted to be in a normal sinus rhythm at follow up. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later noted to have been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.